Event description:
The customer reported to olympus that the angulation control lever was hard to turn, while using the evis lucera bronchovideoscope. The issue was found during preparation for use for a diagnostic procedure; there was no delay, and the procedure was completed with a similar device. The device was returned and evaluated, the coating of the connecting tube was peeled off (over 1mm2) and the grip part was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, the coating of the connecting tube was peeled off (over 1mm2) and the grip part was dirty. Additionally, the light guide lens was broken, there was waterproof failure due to the broken channel tube, the charge-coupled device lens was broken, angulation in the up direction failed due to a cut in the angle wire, the universal cord was dented, and the forceps channel port was corroded. There was also corrosion of the following device components due to leakage: scope connector, electrical connector, scope identification, and the control unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion section peeled off due to physical stress. The root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information : please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ additionally, it¿s likely the inside of the grip became dirty due to moisture that got inside the control section from the leaking point. A final root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿operation manual_ operation_ using endo-therapy accessories warning:if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.